Event description:
Discrepant results are alleged to have occurred for several pts. These individuals are not undergoing coumadin therapy, and reporter claimed their results were at or around inr=6.0. Technical consultant performed several self tests and obtained similar results. Account executive performed self tests.

Manufacturer narrative:
Investigation pending.